Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported resistance with a guide wire was not confirmed. The tip damage was not confirmed; however, the reported stent damage and bent shaft was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat an aneurysm of the mildly tortuous, left anterior descending (lad) artery, the graftmaster stent delivery system (sds) met resistance with the guide wire and could not reach the lesion. Several attempts were made but were unsuccessful. It was noted that the shaft became bent; resistance was met during removal from the anatomy and the sds tip was damaged but not separated and the proximal stent struts were fractured [bent] and flared. It was noted the procedure was discontinued without treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.